Event description:
The customer reported inconsistent results of a cap survey sample with biotestcell 1&2 on the tango infinity. The customer tested the cap survey sample several times on tango infinity and in most cases the reactions were positive with cell #1 of biotestcell 1&2 but in two cases they were negative. The customer stated that they also tested the cap survey sample with biotestcell 1&2 in the tube method and received a positive result. The customer did neither return the complaint sample for investigational testing nor the cap survey sample. Therefore our quality control laboratory tested their retention sample of the supposedly defective lot on tango infinity. The tests were performed using positive and negative control, different donor samples and two known antibodies (anti-k and anti-m) from interlaboratory comparison testing. All positive and negative reactions were correct. The two known antibodies were processed three times on the tango infinity. They showed the same correct result in each run. We did not observe any false negative or inconsistent results. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The investigation of the affected tango infinity instrument is still ongoing.

Manufacturer narrative:
This is our iniital report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported inconsistent results of a cap survey sample with biotestcell 1&2 on the tango infinity. The customer tested the cap survey sample several times on the tango infinity and in most cases the reactions were positive with cell #1 of biotestcell 1&2 but in two cases they were negative. The customer stated that they also tested the cap survey sample with biotestcell 1&2 in the tube method and received a positive result. The customer did neither return the complaint sample for investigational testing nor the cap survey sample. Therefore our quality control laboratory tested their retention sample of the supposedly defective lot on tango infinity. The tests were performed using positive and negative control, different donor samples and two known antibodies (anti-k and anti-m) from interlaboratory comparison testing. All positive and negative reactions were correct. The two known antibodies were processed three times on the tango infinity. They showed the same correct result in each run. We did not observe any false negative or inconsistent results. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Databases and log files of the affected tango infinity were analyzed thoroughly. There was no hint for a device malfunction. All qc results in the reviewed period look fine. The incubations times were checked and all times were in spec between 20 and 22 minutes. The provided image shows some structure around the center, so it could be rated at least as a +/- reaction. Based on the investigation the complaint was classified as undetermined: the complaint sample was not available for investigation and the retention sample reacted as expected. The cap survey sample in question was not available for further investigation. Neither the specificity of the antibody nor the nature of the cap survey sample is known. The variation of the reaction strengths of the cap survey sample remains unexplained. The investigation of the instrument data did not show any sign for a device malfunction.